Event description:
A male nurse in the emergency dept, started a 22 gauge insyte autoguard intravenous catheter. He states that the button was pushed, he then set down the unit and went on to attach the tubing to the hub. He brushed against the device and was stuck with the exposed needle. The pt had hepatitis and was human immunodeficiency virus positive, the nurse was given "bbp" drugs approx within two hours of the incident. The sample was discarded.